Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas would not charge reliably, with the device showing low charge after extended time on the pad and the charging pad light not remaining solid blue, consistent with a charging failure of the external power/charging system. Symptoms included no alerts or alarms and no impact to blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting of the charging setup, verification of correct charger and adapter use, outlet checks, removal of potential magnetic interference, orientation confirmation, and replacement of the charging pad and wall adapter, followed by replacement of the ilet. Investigation of this device did not revealed a malfunction of the charging system that persisted despite proper use and resulted in device replacement. It was concluded, based on previously established findings for similar reports, that the cause was not a device component malfunction related to the charging hardware.